Manufacturer narrative:
This report is filed april 8, 2015.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The initial MDR filed on november 26, 2014, and the the follow up 1 MDR filed on april 8, 2015, of MFR report number 6000034-2014-01698 have inadvertently been filed as duplicate reports. Further information regarding this event will be filed under MFR report number: 6000034-2014-00199. This report is filed july 21, 2015.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. The device was explanted on (B)(6) 2014, and the patient was reimplanted with a new device during the same surgery.